Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient struck and penetrated the scan window during a CT scan; sustaining a bruise and scrape. While the injury was minor, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely during scanning since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality.

Manufacturer narrative:
The scanwindow was inspected by CT mechanical engineer. It had damage at the seam portion of the scanwindow. It appears to have been pushed inward. It is considered that x-ray collimator which was rotating hits there, since a plastic cover of the collimator had also been damaged. A sharp edge on the seam was made by hitting, which resulted in the injury on the patient elbow. No other defect were found on the scanwindow. The window was manufactured according to the specifications. The scan window meets iec60601-1 ed2 requirement ( 45n push test , 0.5j impact test) with exemption to ed3.